Event description:
Per physician documentation: pt received several inappropriate shocks for noise sensed and was found to have a completely malfunctioning right ventricular pace shock lead with very high pacing impedance, no ability to sense or pace. Required physician intervention by explanting the chronic right ventricular pace shock lead and placement of a new lead.